Manufacturer narrative:
The root cause of the customer's complaint is a shattered brush head, most likely resulting from a drop.

Manufacturer narrative:
The proresults brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint received from (B)(6).

Event description:
Consumer called stating that the proresults brush head snapped off during use. No injury reported.